Event description:
The customer observed falsely elevated alinity I anti-hbs results for a 40-year-old male patient. The following data was provided (>/=10.0 miu/ml is considered protected):initial result was 11.70, repeat result was 10.81 miu/ml. The patient was retested, on (B)(6)2024 under sample ID (B)(6), and the result was 11.55 miu/ml and under sample ID (B)(6), and the result was 10.64 miu/ml. The patient was confirmed with dna testing to be hbv positive. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6)and sample ID (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p89-77, that has a similar product distributed in the us, list number 07p88. The complaint investigation for a falsely elevated alinity I anti-hbs result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data, a review showed that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming there was no systemic issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I anti-hbs, lot number 51435fn01, was identified.